Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: low cartridge and empty cartridge alarms were observed I the pump black box and alarm histories. A low cartridge and an empty cartridge were induced and the pump alarmed appropriately. Unrelated to the complaint, the audio bolus button was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was no longer giving her low cartridge or empty cartridge alarms. The patient confirmed that the pump still has audible tones and vibrations. The patient is unsure how long this has been happening. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.